Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Pt's mother reported signal loss. Dexcom mobile app software version: 1.2.5 (B)(6) 2018 "sward": the reporter specified that signal loss occurred every day, for each day as reported for this report and the others documented on this reported day.